Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, providing pump reset information, and confirmed that the malfunction code did not recur after the reset. Customer was advised to continue using the pump and instructed to call back if the malfunction code recurs.